Event description:
Pectus bar and lactosorb stabilizer were implanted (B)(6)2008. Pt notices a problem on (B)(6)2009, saw doctor on (B)(6)2009. Revision surgery on (B)(6)2009 where the lactosorb stabilizer was bent and was removed and replaced with a metal stabilizer.

Manufacturer narrative:
Visually revised pictures of the actual device. Actual device is to be returned for evaluation, but has not yet been received. Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.